Event description:
The customer reported a generator error. The system shuts down when this occurs. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and replaced a temperature sensor. The system operates as intended.